Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference mw5188815. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. A customer reported repeated failures with abbott freestyle libre 3 glucose monitoring sensors, including inaccurate low blood sugar warnings, complete signal loss after four days, and sensors failing before the intended 14-day lifespan. The customer managed to self-treat by consuming food in response to low glucose alerts. The customer did not specify any symptoms experienced during these events or provide any actual glucose readings. The customer describes challenges with the product return process, noting that returned sensors were not tracked, tested, or matched to specific complaints, and there was no documented evidence of investigation or corrective action. Adc customer service successfully contacted the customer and provided a replacement sensor, but the customer¿s request for 12 replacement sensors was not fulfilled. The customer requested that all future communications be conducted via email rather than by phone and expressed a willingness to assist in evaluating the sensors. Based on the information provided, there was no report of serious injury associated with this event.